Event description:
On (B)(6) 2023, the caregiver for this peritoneal dialysis (pd) patient contacted fresenius customer service. It was reported the patient is awaiting culture results; however, is being treated for peritonitis. The patient was in pd treatment and disconnected from the liberty select cycler to go to the restroom. The patient was found in the restroom with the pd catheter dangling over the toilet. The patient has dementia. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after a report of the patient disconnecting from pd treatment the previous night on (B)(6) 2023. The pdrn confirmed the account that the patient has dementia and disconnected from the treatment without utilizing aseptic technique in order to use the restroom. The patient was found in the bathroom with the pd catheter uncapped and dangling over the toilet. Upon arrival at the pd clinic, the pd effluent was cloudy. A pd effluent culture was obtained, and the patient was administered antibiotics with intraperitoneal (ip) vancomycin (dose and frequency not provided). The patient was diagnosed with peritonitis. The pd culture resulted positive for staphylococcus aureus. The white blood cell (wbc) count was 70 with 73% polymorphonuclear cells. The antibiotics were adjusted to ip vancomycin 2g every 4 days. The vancomycin trough will be checked on (B)(6) 2023 and adjusted if necessary. The patient is continuing with pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the patient¿s unknowing disconnection from treatment due to an episode of dementia.

Event description:
On 08/10/2023, the caregiver for this peritoneal dialysis (pd) patient contacted fresenius customer service. It was reported the patient is awaiting culture results; however, is being treated for peritonitis. The patient was in pd treatment and disconnected from the liberty select cycler to go to the restroom. The patient was found in the restroom with the pd catheter dangling over the toilet. The patient has dementia. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after a report of the patient disconnecting from pd treatment the previous night on (B)(6) 2023. The pdrn confirmed the account that the patient has dementia and disconnected from the treatment without utilizing aseptic technique in order to use the restroom. The patient was found in the bathroom with the pd catheter uncapped and dangling over the toilet. Upon arrival at the pd clinic, the pd effluent was cloudy. A pd effluent culture was obtained, and the patient was administered antibiotics with intraperitoneal (ip) vancomycin (dose and frequency not provided). The patient was diagnosed with peritonitis. The pd culture resulted positive for staphylococcus aureus. The white blood cell (wbc) count was 70 with 73% polymorphonuclear cells. The antibiotics were adjusted to ip vancomycin 2g every 4 days. The vancomycin trough will be checked on 08/21/2023 and adjusted if necessary. The patient is continuing with pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to the patient¿s unknowing disconnection from treatment due to an episode of dementia.